Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) clearlink system extension sets leaked from the end of the tubing where the micron filter was attached. The issue was noticed during patient infusion. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5 (clarification): the leak was observed where the micron filter (extension set) was attached to the end of the primary set. H11: one (1) device was received for evaluation. Visual inspection was performed using naked eye and no defect was observed. Pressure testing under water was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.